Event description:
Additional information received indicated myopotential oversensing was observed on the right atrial lead. Additionally, lead provocation testing was performed and the event was reproducible. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure for normal elective replacement indicator (eri), the device was interrogated and revealed episodes of noise that resulted in oversensing on the right atrial (ra) lead. Insulation damage was suspected as the cause but was not visually confirmed. All other electrical parameters were stable and in range. No intervention was performed and the ra lead remained implanted. The patient was stable and will continue to be monitored.